Event description:
Caller reported compact plus blood glucose results: (B)(4) 22 mg/dl, (B)(4) 80 mg/dl, (B)(4) 104 mg/dl, (B)(4) 86 mg/dl. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the customer was hospitalized for high blood glucose. The mother stated that her son's blood glucose reading was between 300 and 400mg/dl. The customer stated that some of the settings on the device were changed by the hospital staff. Troubleshooting was performed. Ran a fixed prime test and the insulin exited. Performed the high pressure twice and the device failed the test. No further info was provided.